Event description:
Report received from the USA stating that the device was operating intermittently. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l; info provided.

Manufacturer narrative:
Product not received under this notification and cannot be evaluated for the reported failure. If the device is returned or add'l info becomes available, a supplemental report will be sent. (B)(4).